Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that the patient was implanted with an ams infast on (B)(6) 2012. It was reported that at the end of (B)(6) 2013 the patient had eczema that occurred postoperatively and it did not respond well to treatment with cortisone. The dermatologist would like to test the patient for any potential allergies to the implanted mesh product. No additional patient complications were reported.